Event description:
A malfunction was reported with the pump, identified by malfunction code "malf 0." There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and advised to call back if the issue reappeared.